Manufacturer narrative:
Concomitant medical products: mdt-lead. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant, the physician attempted to deploy the helix of a right atrial (ra) lead and it would not work. The helix was attempted multiple times to no avail. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that there was blood visible in the helix. Removed blood with alcohol, helix operates within specification.